Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the caller said the patient had their battery replaced with a "5 years battery". No further complications were reported. No patient symptoms were reported.